Event description:
It was reported that the customer received an excessive no delivery alarm from her insulin pump. The customer's blood glucose level was 169 mg/dl. Standard troubleshooting was performed. The customer received the alarm shortly after a battery change. The customer was advised that her insulin pump experienced an unexpected restart and was functioning according to design. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).